Event description:
It was reported that a spectrum pump was alarming constantly for upstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When investigation is completed, a supplemental report will be submitted.